Event description:
It was reported that the fiber cap detached inside the pt ("explosion type breakage") at 218,600 joules during a prostate procedure. The physician had to retrieve the piece of the fiber from the pt's bladder. The procedure had been completed with this fiber. No pt injury was reported as a result of this event.